Event description:
It was reported that the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve this issue. Surgical intervention is pending.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.